Event description:
The user facility reported that the guidewire "stripped" during a procedure. No other additional event specific information was able to be provided by the user facility.

Manufacturer narrative:
Results - based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample conclusion - based upon evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample the involved device was received for evaluation by qa at the manufacturing facility on (B)(4) 2012. Examination of the device confirmed that a portion of the polyurethane coating had been damaged sufficiently to partially expose the core wire approximately 925-mm from the distal end of the device. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is most consistent the guidewire having been damaged by another instrument that was being used during the procedure. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).